Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose of 247 and fell down on the insulin pump. Caller stated that the insulin pump bottom portion broke and the motor and wires are out. Nothing further was reported.